Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red itchy skin. The patient did not report any open skin or known allergies. There was no alleged device malfunction contributing to the irritation. The patient was prescribed hydrocortisone by a medical professional. Follow up indicated the irritation improved.